Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported by customer that they noticed a tiny hole in the tubing where a plastic part and the soft tubing meet.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of a tiny hole in the silicon pumping segment could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this issue could not be identified without a replicated failure. It should be noted that there is a potential root cause for this issue related to clinical practice in set loading. Please refer to the IFU of the product. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.